Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during testing, it was observed that the battery compartment was cracked and there was moisture corrosion found to the cgm module. Unrelated to this issue, the review of the black box and the cgm (continuous glucose monitoring) history showed evidence of cs215 cgm failure warnings indicating communication failure between the pump and cgm. The pump was unable to pair with a test transmitter due a ¿cs215¿ warning occurring. The rf test failed due to a ¿read fw rev¿ error. The pump¿s cover was removed and there was moisture corrosion found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture corrosion in the cgm module. This report is made based on results of investigation completed on 10/05/2016.